Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11nov2019. An investigation was conducted on 18dec2019. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The jaws of device look charred and did not look burned. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base. The silicone insulation on the cold jaw and the hot jaw appeared to be intact. No visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device, the reported failures "thermal decomposition of device", peeled and "failure to cut¿ are not confirmed. The analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, in the bilateral great saphenous vein collection, the left foot was collected using the spare hemopro2 because it was confirmed that the tip of jaw had peeled off while collecting the left foot vein. Next, because it smelled like scorching during the collection of the right foot, when confirmed on the monitor, the tip of jaw seems to be scorched black and the cauterization is also insufficient. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, in the bilateral great saphenous vein collection, the left foot was collected using the spare hemopro2 because it was confirmed that the tip of jaw had peeled off while collecting the left foot vein. Next, because it smelled like scorching during the collection of the right foot, when confirmed on the monitor, the tip of jaw seems to be scorched black and the cauterization is also insufficient. The hospital did not report any patient effects.